Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation: it was reported that there is a stent graft integrity issue with the device. The patient had been diagnosed with a juxtarenal abdominal aortic aneurysm, stroke with residual deficit, coronary artery disease (cad) with percutaneous transluminal coronary angioplasty (ptca)/stent, hyperlipidemia, peripheral vascular disease with prior lower extremity (le) bypass or endarterectomy, prior below the knee amputation, hypertension. The patient had history of tobacco use (cessation greater than one year). The patient was determined to be hemodynamically stable. Patient's medications included an angiotensin-converting enzyme (ace) inhibitor/angiotensin receptor blocker (arb), beta blocker, statin, and kardegic (acetylsalicylic acid). The patient did not have any significant medical problems or complications during the study procedure. The focus of this investigation will be the unscheduled visit that occurred on (B)(6) 2023 (11 days post procedure). The patient presented with left lower limb ischemia. The femoral artery had thrombosed and required a surgical femoral thrombectomy due to device compression in the left most proximal iliac limb. Percutaneous balloon angioplasty was performed in the left iliac artery. Additionally, a thrombectomy was completed and a stent was placed in the left iliac artery. Reviews of the documentation, including the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures and specifications of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, medical imaging was provided to the manufacturer for expert image review. It was noted by the reviewer that the kinking appeared to be of the left zsle, immediately above the top (proximal) edge of the zbis that has been deployed below it. There was only a one stent length of the zsle between the bottom (distal) edge of the bifurcated segment left limb, and the top of the zbis. The imaging shows that the top of the zbis is ¿pushing¿ into the zsle, causing the kink between stents of the zsle. This would seem to be a coincidental alignment of the top of the zbis with the inter-stent gap of the zsle. The underlying cause of the problem is the patient¿s anatomy with the tortuosity of the left iliac system but compounded by the alignment of the top of the zbis with an inter-stent gap of the zsle. The patient presented with a left femoral artery thrombosis, but this was due to his underlying pre-existing arterial disease, and possibly compounded by the slightly reduced blood flow through the kinked region of the zsle proximal to it. The procedure itself, with that vessel used as an access point, would also have contributed to the thrombosis. A femoral thrombectomy was performed, and the kinked zsle was ballooned and stented to restore more normal flow with less kinking. No fault or failure of any of the device components was found. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that appropriate inspections are in place relative to the reported device failure. A review of the device history record (DHR) for the final product lot and subassembly work orders found no nonconformances that could have contributed to the reported failure. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The device was packaged with IFU t_zaaasz_rev4. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. 4 warnings and precautions: 4.1 general: patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up: zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. Theses sizing measurements are critical to the performance of the endovascular repair. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. Follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Successful patient selection requires specific imaging and accurate measurements; please see section 4.3, pre-procedure measurement techniques, and imaging. 4.3 pre-procedure measurement techniques and imaging: clinical experience indicates that contrast-enhanced spiral computed tomographic angiography (cta) with 3-d reconstruction is the strongly recommended imaging modality to accurately assess patient anatomy prior to treatment with the zenith spiral-z aaa iliac leg. If contrast-enhanced spiral cta with 3-d reconstruction is not available, the patient should be referred to a facility with these capabilities. Lengths all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components or stent fracture) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity, and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.4 device selection: strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure: do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith spiral-z aaa iliac leg graft. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or in calcified or tortuous vessels. Fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system component, proper placement of the graft, and desired procedural outcome. 5.2 potential adverse events: claudication (e.g., buttock, lower limb). Endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; and corrosion surgical conversion to open repair,. 7.1 individualization of treatment: additional considerations for patient selection include, but are not limited to: patient¿s age and life expectancy co-morbidities (e.g., cardiac, pulmonary, or renal insufficiency prior to surgery, morbid obesity). Patient¿s suitability for open surgical repair. Patient¿s anatomical suitability for endovascular repair. Patient¿s ability to tolerate general, regional, or local anesthesia. Iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introducer sheath. Zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall). 8 patient counseling information: all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that the regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements is required and should be considered a life-long commitment to the patient¿s health and well-being. Physicians must advise all patients that is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic, but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture, and death (see section 5.1, observed adverse events and section 5.2, potential adverse events). The physician should complete the patient i.d. Card and give it to the patient so that he/she can carry it with him/her at all times. The patient should refer to the card anytime he/she visits additional health practitioners, particularly for any additional diagnostic procedures (e.g., MRI). 12 imaging guidelines and postoperative follow-up: 12.1 general: all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. Physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. The combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. Duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity, and progressive disease. In this circumstance, a non-contrast CT should be performed to use in conjunction with the ultrasound. Ultrasound may be a less reliable and sensitive diagnostic method compared to CT. After review of the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. Evidence provided by the customer, complaint history, manufacturing documents, DHR, device failure analysis, and verification testing, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices in house or in the field. Based on the information provided, an expert review of medical imaging provided, and the results of our investigation, a definitive cause for the failure could not be established. It is likely that patient anatomy contributed to this incident. There was thrombus formation noted in the patient¿s femoral artery, but the investigation did not find that the zsle device caused or contributed to the thrombus formation. The image reviewer noted, ¿the underlying cause of the problem is the patient¿s anatomy with the tortuosity of the left iliac system but compounded by the alignment of the top of the zbis with an inter-stent gap of the zsle. I don¿t see this as a fault or failure of any of the device components. The patient presented with a left femoral artery thrombosis, but this was due to his underlying pre-existing arterial disease, and possibly compounded by the slightly reduced blood flow through the kinked region of the zsle proximal to it. The procedure itself, with that vessel used as an access point, would also have contributed to the thrombosis. But no device deficiency was involved. A femoral thrombectomy was performed, and the kinked zsle was ballooned and stented to restore more normal flow with less kinking.¿ per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
Cook was notified of compression of a zenith flex with spiral-z technology aaa endovascular graft iliac leg in a patient participating in a study. Pre-procedure clinical assessment was completed for the patient on (B)(6) 2023. The patient¿s juxtarenal aortic neck measured (<10 mm). His abdominal aortic aneurysm (aaa) did not have a history of growth greater than or equal to 1.0 cm/year. No repair procedures had been completed after the prior endovascular aortic repair (evar). Pre-procedure imaging using contrast was completed on (B)(6) 2023. The innominate, right common carotid, right subclavian, left common carotid, left subclavian, and celiac arteries were all patent and no stenosis greater than 50% was identified. The superior mesenteric, right renal, left renal, and hepatic arteries were all patent. No stenosis greater than 50% was identified. The left and right common iliac arteries were patent. The left and right internal iliac artery arteries were both patent. The aortic valve was native. The method of length measurement used was centerline. The maximum diameter of the diseased aorta on centerline was 57 mm. The intended proximal landing zone was zone 6: celiac to superior mesenteric. There was no presence of occlusive disease. Calcification was reported to be mild. Partial thrombus was present. The shape was described as parallel. The intended distal landing zone was zone 11: external iliac arteries on the left. On (B)(6) 2023 the patient underwent endovascular aortic repair (evar) under general anesthesia. The patient had been prescribed aspirin (salicylic acid) at the time of the procedure. The percutaneous access vessel was the right femoral artery. The left femoral artery was a cut-down access vessel. An iliac conduit was not performed at the time of the custom-made device procedure. The following cook devices were implanted during the procedure: rpn: pre-loaded-fenestrated-prox rpn: aaa-bifurcated-graft rpn: zsle-24-39-zt rpn: zbis-12-61-41 there were no technical difficulties in the delivery and deployment of the cook grafts. The delivery and deployment were considered successful. Competitor's grafts were placed in the superior mesenteric artery (sma), right renal artery, and left renal artery. The arteries were revascularized with the fenestrated-branched device. The covered stents were not relined with a bare metal stent and were not extended distally with a bare metal stent. The side branch catheterization and placement of the bridging stent were considered successful. The stent patency was maintained with normal end artery perfusion. During the custom-made device study procedure additional planned procedures that were completed included: lumbar embolization, hypogastric artery embolization, and femoral artery reconstruction. The total contrast volume used during the procedure was 70 ml. The contrast dose was 320 ml/kg. The fluoroscopy time was 91 minutes. The total gray used was 1660 mgy. The total dose area product was 141 gy*cm2 fusion was used during the procedure. The estimated blood loss during the operation was 200 ml. Cardiac output reduction and neuromonitoring were not used during the procedure. The proximal seal zone was the native aorta. Procedural time (24-hour clock): time arrived in room 24-hour clock: 07:59 time of first incision or arterial puncture: 09:27 time of last access closure: 13:35 time left room: 13:59 the duration of procedure from first incision to last access closure: 248 minutes. The patient did not have any significant medical problems or complications during the study procedure. Procedural imaging (cone beam computed tomography (CT) with contrast) was completed on (B)(6) 2023. All of the stent grafts and intended side branch stents were patent as the conclusion of the procedure. This was confirmed by angiogram and cone beam CT. All target vessels were patent. This was confirmed by an angiogram and cone beam CT. No endoleaks were present at the conclusion of the procedure. This was confirmed by angiogram and cone beam (CT). There was no evidence of stent graft integrity issues. This was confirmed with cone beam CT with contrast. All target side branch stents were intact. More than or equal to three stents overlapped between the distal device and the arch device proximal to it. The overlap between the distal device and the arch graft was not bridged with an additional tevar device. Stents overlapped between distal device and the additional distal device were 1-1.9. The overlap between the distal device and additional distal device was not bridged with an additional tevar device. The patient was extubated in the operating room. He stayed in the intensive care unit (ICU) for one night. His highest creatinine during the index hospitalization was 1 mg/dl. His egfr on discharge was 55 ml/min/1.73 m2). The lowest hematocrit during the index hospitalization was 25%. His hematocrit on discharge was 25%. The highest white blood count during the index hospitalization was 9 cells/mm3. The patient did into require packed red blood cells during the operation and over the entire hospitalization. The lowest platelet count during the hospitalization was 84 count x1000/ml). The patient was discharged home on (B)(6) 2023. He was prescribed acetylsalicylic acid (asa), a statin, and low weight molecular heparin. On (B)(6) 2023, 11 days post procedure the patient presented with left lower limb ischemia. Follow up CT imaging with contrast was completed on (B)(6) 2023. The superior mesenteric, right renal, and left renal arteries did not show stenosis greater than 50%. All stent grafts were patent. All intended side branch stents were intact. A persistent type ii endoleak was present. The maximum diameter of the diseased aorta (outer-wall to outer-wall) measured 59 mm. There was evidence of stent graft integrity issues, device compression in the left most proximal iliac limb device was identified. Infolding and a kink was identified in the left iliac limb extension. Femoral artery thrombosis was identified and was considered possibly related to the study procedure and the patient¿s treated disease. However, the event did not occur due to a device deficiency. It was reported to be native vessel stenosis in a non-stented area. This required a secondary intervention where a surgical femoral thrombectomy was performed. Due to device compression in the left most proximal iliac limb percutaneous balloon angioplasty was performed in the left iliac artery. A thrombectomy was completed and a stent was placed in the left iliac artery. The secondary interventions were considered successful, and the issue was resolved by 09aug2023. Follow up CT imaging using contrast was completed on (B)(6) 2023, 23 days post procedure. All stent grafts were patent, and no evidence of stent integrity issues were present. All intended side branch stents were intact. The superior mesenteric, right renal and left renal arteries did not show stenosis greater than 50%. A persistent type ii endoleak was identified. The maximum diameter of the diseased aorta (outer wall to outer wall) measured 58 mm. A follow up clinical assessment was completed on (B)(6) 2023. This was 54 days post procedure. At the time of the clinical assessment the patient¿s medications were listed as acetylsalicylic acid (asa) and an anticoagulant. The patient had not had any significant medical problems or had not been hospitalized for any reason since the last visit. Follow up imaging (CT) was completed. No secondary intervention was completed to address the type ii endoleak. The focus of this report is the unscheduled visit that occurred on (B)(6) 2023, 11 days post procedure. The patient presented with left lower limb ischemia. Due to device compression in the left most proximal iliac limb, percutaneous balloon angioplasty was performed in the left iliac artery. Additionally, a thrombectomy was completed and a stent was placed in the left iliac artery.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): street - (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.